Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) noticed evidence of fire/burn cable c-35016787-01 connected to cooler controller board on alinity c processing module. The fsr was onsite for card communication error on alinity c processing module. The charred cable was replaced. Additional information provided on 23feb2022: the fsr was onsite for cover open error on 18feb2022 on alinity c processing module. The fsr noticed same cable, list number c-35016787-01 has evidence of fire/burn connected to cooler controller board on alinity c processing module. There was no visible smoke or spark detected. No injury to user was reported.

Manufacturer narrative:
During the site visit by the field service engineer (fse) the analyzer was inspected and discovered evidence of charring/melting of the cable, cnb20 to bcr and peltier bd. (Part number c-35016787-01) due to the reagent cooler controller board malfunctioning. The cable, cnb20 to bcr and peltier bd. (Part number c-35016787-01) was determined the likely cause for the issue. There was no fire or smoke was seen nor any damage to the instrument. There was no injury to personnel reported. A review of the service history for the alinity c (B)(6) processing module revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the alinity c processing module or the cable, cnb20 to bcr and peltier bd. A review of tracking and trending did not identify any trends for the alinity c processing module or the cable, cnb20 to bcr and peltier bd. Based on the available information, no systemic issue or deficiency of the cable, cnb20 to bcr and peltier bd or the alinity c processing module, serial number (B)(6)was identified.